Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (128-fxxx) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/15/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/01/2014 with the following findings: there was a single cs 128-fb88 in the history only. No power alarms were duplicated during investigation. Current readings were within specifications. The battery compartment was cracked from the case seal to just below the threads. Opened pump and removed from case and inspected power circuit no further defects or moisturefound.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.